Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from reagent probe b. The fse replaced multiple hardware components including the t-valve assembly, a/b hamilton valve, manifold valve, and reagent probe b collar wash valve to resolve the leak and instrument error issues. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer stated the instrument generated suppressed result errors (no result value) for ma (micro albumin) samples and found a leak from the reagent probes on their unicel dxc 600 pro synchron system. The customer stated the leak was contained to the instrument with fluid found in the reagent probe drip trays. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.